Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for an obstruction in the sigmoid colon, performed on (B)(6), 2010. According to the complainant, the stent was being placed for a malignant stricture located 40 to 50cm in the colon. The anatomy was reported as tortuous. While attempting to deploy the stent, there was a huge amount of friction noted, and the stent was unable to be deployed. During further attempts to deploy the stent, the white handle detached from the blue catheter, and the stent completely failed to deploy. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and the event was resolved.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 1 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.